Manufacturer narrative:
The advocate did not have the customer's products at the time of the call since the customer lives in another country. As a result, it was not possible to obtain product info or determine manufacturer date or the 510k number.

Event description:
The advocate stated that the customer's contour meter was giving lower readings between 100-150 mg/dl she stated the customer's glucose was tested at the hospital and the readings were 300 mg/dl and higher. The customer was hospitalized for 3 days due to high glucose. No other info was provided about the event. The customer lives in (B)(6), so it was not possible to troubleshoot his contour system. No product will be returned. The meter was replaced at the advocate's insistence.